Event description:
Consumer complaint of erratic results. Within 4 minutes, results were 88 mg/dl and 244 mg/dl. Back to back blood tests gave results of 128 mg/dl and 107 mg/dl. No adverse event reported. Caller is on insulin.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).